Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization to have the fenestrated bipolar forceps returned for investigation. However, isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument did not follow the surgeon's commands. There was non-intuitive movement. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the instrument was recognized by the system, but it did not respond correctly to the surgeon's commands.